Manufacturer narrative:
Date of event: (B)(4). Date of report: 28aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The field service engineer replace the power management (pm) board & cpu board to address the issue. The pm board and cpu were return for analysis. An investigation was performed and the root cause was isolated to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit has a check vent alarm (1104) backup alarm failed error code. There was no patient involvement.